Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer's blood glucose level was not impacted. Replacement cartridges was sent to customer to resolve the issue.